Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer-dependent, asymptomatic patient presented in clinic with noise reversion episodes due to noise observed on the right ventricular lead. The lead was capped and replaced successfully. The patient¿s condition was stable.